Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities could not be interrogated. An out of range message was displayed at the 90% mark on the progress bar. The patient has been hospitalized for one week. It was reported the device was pacing at 107 beats per minute for the last 24 hours.